Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported to gore that a pt underwent a procedure to address severe pancreatitis where gore bio-a tissue reinforcement was used. Sometime later, part of the pt's wound dehisced and became infected. Portions of the device, which had be placed retro-rectus, had to be removed.